Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. Troubleshooting was performed, and the prime test passed. The customer last changed his infusion set the day prior to the event. It was found that the customer may be suspending the insulin pump during the day. A tubing clamp was not available to perform the high pressure test. The customer was advised to call back to complete troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.